Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set, about nine minutes into the ablation, there was a 10cc fluid loss alarm @ 1cc/min. Sales representative noticed a fluid leak on the patient drape. A 4x4 gauze pad already in the vagina was damp. Physician decided to cancel the case. Patient cool down was completed and the case aborted. Physician noticed small vaginal burn (degree unknown) that she treated with silvadene cream. At the follow-up visit several days later, the patient was healing well, and by two weeks was fine.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn regarding the root cause for this complaint.